Event description:
Additional information was received from a company representative (rep) indicated the serial/lot number of the 8596sc device was unknown (never documented in patient record). The implant date of the 8596sc and date of revision was also unknown. Regarding the reason for the revision years ago, it was also unknown and never documented in patient record. It was further reported they were doing a normal elective replacement indicator (eri) pump replacement and noticed the catheter implanted did not match what was on the patient¿s record. The catheter aspirated fine and nothing was changed. There were no issues at the eri replacement. The event resolved and it was reported a revision was done prior, years before, and never documented. Catheter worked great. The catheter was left alone inside the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot#: none, serial# (B)(4), implanted: (B)(6) 2008, explanted: none, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 19-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 1000.9 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported there were no signs or symptoms. It was further reported during a normal replacement for the elective replacement indicator (eri) it was noted the catheter had been revised because they saw an 8596sc in the pump pocket. The nurse looked in the patient¿s chart and it was never documented at the prior replacement. The lot number was unknown. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked but unknown.